Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient's ins had flipped before and they did not know if it flipped again. No patient symptoms reported. No further complications were reported as a result of this event. Refer to (B)(4) for details pertaining to programmer issues, not working.